Manufacturer narrative:
E1 initial reporter address: (B)(6).

Event description:
It was reported that a dissection occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. The lesion was pre-dilated with a 2.50 x 15 mm semi-compliant balloon. A 2.75 x 38 mm synergy was first deployed with no issues in the mid to distal portion of the artery followed by deployment of a 2.75 x 16 mm synergy at 11 atm in the mid to proximal segment. The 2.75 x 16 mm synergy was post dilated and a flow limiting, proximal edge dissection was then noted in the proximal part of the stent. To cover the edge dissection, a 2.75 x 12 mm synergy was deployed proximally. The procedure was completed successfully. The patient fully recovered and was stable.